Event description:
It was reported that the patient programmer was not able to communicate with the implantable neurostimulator (ins) and neither was the clinician programmer. The manufacturer representative was thinking that it was at end of service (eos). It was noted that 2 weeks ago the patient got a significant shock near the rectum that lasted for a minute or so. The patient was using their programmer to check the device and it showed a picture of a doctor and a phone. It was noted that the patient did not remember the 3 digit code on the screen when asked. The patient had no falls or trauma and was sitting in their dining room chair and was not around any electromagnetic interference. It was reported that the patient wanted to know if this was normal to get an end of life shock. The patient was running the device at 8v, a higher amplitude.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, product type programmer, physician; product ID 3889-28, lot# v699552, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).